Event description:
(B)(4). Initial information received from a physician via a sales representative on (B)(6) 2008: a female patient, age unknown, received her first poly-l-lactic acid [sculptra] injection in (B)(6) 2008. It was not known if the patient tolerated this treatment. The patient also received a treatment with poly-l-lactic acid for cosmetic use, 3 weeks prior to this report. The poly-l-lactic acid was diluted to 14cc, nos. The patient is experiencing bilateral swelling of the cheeks where she was injected, three weeks after the injections. She had injections at other sites on the same day, but only the cheek area remains swollen. The physician felt that if the swelling was due to injection site trauma, that it should have cleared by now. The physician believes that the patient did follow the aftercare (post injection) instructions. Lot number/expiration date not provided. No further relevant information provided. Additional information received 07-oct-2008 from a nurse, who returned the healthcare professional data collection and sculptra adverse event form: a (B)(6) female received a total of two treatments with injectable poly-l lactic acid [sculptra], the indication provided was "filler." The first treatment was on (B)(6) 2008, and involved 2 vials, (lot # a7018/ expiration date june-2009). During her second treatment on (B)(6) 2008, she received one vial, (lot # a7022/ expiration date october-2009). The vial was reconstituted with 6 ml of sterile water, with 2 ml of plain lidocaine. The patient received a total of 8 cc (one vial) injected to the tear through, cheeks, nasolabial folds and marionette lines. The patient experienced edema to lower eye lids and accentuation of horizontal lines below the eyes/ also expressed as "post-lower eyelid swelling, edema with accentuation of horizontal lines", 3 weeks after the treatment with the 1 vial on (B)(6) 2008. The onset of these events was reported as (B)(6) 2008. A biopsy was not taken. The events remained ongoing at time of this report. Concomitant medication was provided as estrogen, (nos). Report indicated that patient has no known drug allergies. Medical history was reported as "none." The reporter does not suspect that any of the events were related to poly-l-lactic acid. For the question concerning other medications or disease states that may have played a role in the patient's events, the answer was "none." No additional medical information provided.

Manufacturer narrative:
Additional information for sculptra (lot # a7022, expiration date not provided) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.